Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation and imaging issues are due to patient morphology and pathology. The reported mr appears to be a cascading effect of the reported slda. Additionally, the reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and calcified and short posterior leaflet for a mitraclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, the clip had single leaflet device attachment (slda) from the posterior leaflet. Recurrent mr of grade 4 was reported. On (B)(6) 2026, a re-interventional procedure was performed. Two additional mitraclips were implanted on either side of slda of clip. The mr was reduced to grade 1-2. There was no clinically significant delay reported.